Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.